Manufacturer narrative:
The c501 module serial number was (B)(6). The competitor method was siemens. Product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." And "determine samples having higher concentrations via the rerun function. Dilution of samples via the rerun function is a 1:4 dilution." Sample material was requested for investigation.

Event description:
The initial reporter questioned results for 1 patient tested for cobas integra creatinine plus ver.2 assay (crep2) on a cobas 6000 c501 module. The initial result was [-] 2.94 mg/dl with a data flag. The repeat result from a different analyzer was [-] 3.28 mg/dl with a data flag. The result in decreased mode was 4.39 mg/dl. A new serum sample was obtained and the initial result was [-] 2.08 mg/dl with a data flag. The plasma k2 edta result was [-] 1.76 mg/dl with a data flag. The calculated result from a 1:2 dilution was 3 mg/dl. The result from another laboratory using creatinine jaffe was 1.17 mg/dl. The result from another laboratory using a competitor method was 1.34 mg/dl.

Manufacturer narrative:
The patient sample was received for investigation. The sample was run on a c501 module and a c503 module with the following assays: crea2, crea jaffe, iga, igg, igm, kappa, lambda, apo a1, and serum index. Tests were performed with the crea2 assay on both modules to see if there was a difference between the instruments. The crea2 results from both instruments were "<test." The result of crea jaffe was 109 umol/l (1.23 mg/dl). No assay was flagged by the serum index. The customer's low crea2 results and the customer's crea jaffe results were reproduced. The immunoglobulin results correspond with results for a patient with waldenström¿s disease. Product labeling states: "in very rare cases, gammopathy, in particular type igm (waldenström¿s macroglobulinemia), may cause unreliable results." The investigation did not identify a product problem.